Event description:
The customer reported that during use of this drill bit, the tip broke in the surgical site. The device was retrieved with minimal delay and no injury to the patient. The surgery was completed successfully with another type of implant.

Manufacturer narrative:
To date, the device has not been received by conmed linvatec to perform an investigation. A follow-up report will be sent upon receipt of the device and completion of the investigation. A two year review of product returns found no other reported events for this failure mode.